Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
The patient had 2 trial leads (from the same lot) placed for a drg trial. It was reported after the patient's drg leads were removed at the end of the trial period, the patient presented to the emergency room(ER) for treatment of a possible cerebrospinal fluid (csf) leak. The patient was experiencing a headache and a blood patch was performed and the headache resolved.